Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's wife stated they received a questionable high result from coaguchek xs meter serial number (B)(4). At 10:45 pm, the customer powered the meter on and saw an error with the battery symbol flashing prior to testing and receiving a 6.4 inr. The customer's son changed the batteries and tested again at 11:01 pm and received a result of 1.8 inr. There was no allegation of an adverse event. The customer was anemic with a hematocrit of 35.7%. The customer used no heparin, had no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no new medications, no diet changes, no illnesses, and no bleeding or bruising. The customer's warfarin was changed after a result of a 3.8 inr was obtained on (B)(6) 2018. The therapeutic range was 2.0 inr-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 38%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.6 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.